Manufacturer narrative:
The reason for reoperation: "exchange lift." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified; brown particles in the shell and creases fold. Leak test and microscopic analysis was performed which identified; opening striated on anterior and punctured on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening due to surgical damage consistent in the use of some surgical tool.

Event description:
Health professional reported right side "rupture." Device was explanted.